Event description:
It was reported that bd max¿ system, bd max¿ instrument has pcr curves that are atypical or completely non-specific and software calls positive for the target. The following information was provided by the initial reporter: customer encountered many result calling issues with bd max system across all enteric test kits. Specifically, we have seen pcr curves that are atypical (not sigmoidal) or completely non-specific (up-down fluorescence) where the interpretive software calls positive for the target. These calling errors are the primary concern, however we have also seen many non-reproducible late CT/low fluorescence episodes as described below. We acknowledge that these late determinations could be detection of target at the lower limit of detection (as one scenario),

Manufacturer narrative:
Initial reporter facility name: (B)(6) centre. G5. PMA/510kinfo: k111860 k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument has pcr curves that are atypical or completely non-specific and software calls positive for the target. The following information was provided by the initial reporter: customer encountered many result calling issues with bd max system across all enteric test kits. Specifically, we have seen pcr curves that are atypical (not sigmoidal) or completely non-specific (up-down fluorescence) where the interpretive software calls positive for the target. These calling errors are the primary concern, however we have also seen many non-reproducible late CT/low fluorescence episodes as described below. We acknowledge that these late determinations could be detection of target at the lower limit of detection (as one scenario).

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing atypical pcr curves. They are also seeing discrepancies in results reporting and suspected false positive results while running enteric panel testing. The customer run database was provided to bd service specialists and quality for further analysis. This analysis revealed the need for reader renormalization, higher fill errors on pumps 1 & 4, and noisy pcr curves for the c. Diff assay, which indicates a need for heater mux replacement. A bd field service engineer (fse) was dispatched to the customer site where they performed replacement of both side a and b heater mux assemblies. Pumps on pipettes 1 and 4 were replaced. Firmware was updated and calibration and alignment of the pcr reader drawers was also performed. Instrument performance was verified and confirmed to operate within bd specifications. An instrument qualification run was also performed and passed. This complaint is confirmed by service and quality. The root cause was traced to failures of two pipettor pumps and both heater mux assemblies. Returned material testing is not required for this complaint. The complaint was evaluated via other elements of the investigation. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and two additional cases were observed on 03oct2022 and 23feb2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.